Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, no delivery and low battery alarm from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the low battery indicator does not show any bars. The customer stated that the battery lasted 3 weeks. The customer was advised to use (B)(6) aaa alkaline battery. The customer was advised to clear the battery cap with dry cotton swab. The customer stated that there was also a no delivery alarm. The customer was advised of the battery out limit alarm. The customer stated that the issues were resolved.